Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. The catheter was primed and all seemed in order, however approximately one minute into the procedure, the catheter could not maintain the optimal pressure and the pressure dropped rapidly. The catheter was removed and after pressing on the balloon, the surgeon noticed a leak in the balloon. The surgeon suspected a pin hole which explained the inability to maintain pressure. Another like product was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for eval. The device was able to maintain pressure. The catheter passed the leak test. There were no visual defects found. The eval was unable to duplicate the reported symptom. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.